Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned product noted that both reloads were partially fired with the interlock engaged and the jaws were open. The clamping mechanism was deformed. Pushers above cartridge surface and protruding staples at the proximal end of cartridge were observed before the 3cm cut line for both reloads. Microscopic evaluation noted that both reloads had damage to the cutting edge of the knife blade. The interlock was overridden on both reloads and they were then applied to test media. For both reloads all remaining staples were placed and test media was cleanly transected. The interlocks for both reloads were tested and found to function properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. Replication of the clamping mechanism deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a wedge resection procedure. The surgeon tried to fire the device but it did not make it. The staple was not formed in the tissue. The tissue was not cut, even though the beam had gone to the distal end of the reload. Just a little of the staple appeared at the proximal end of the tissue. The staple line was incomplete at the proximal end. There was no patient harm. There was no patient injury. They replaced the device to resolve the issue.